Manufacturer narrative:
Continuation of d10: product ID b3400060 serial# (B)(6) implanted: (B)(6) 2024 product type extension. Product ID b3400060 serial# (B)(6) implanted: (B)(6) 2024 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Addition information received from rep indicating this procedure was recommended by the physician following the ordering of an x-ray. The extensions were in great condition; however, they became tangled because the patient was spinning the battery in their chest. They were informed of the surgery on sept 2nd. However, it was not sent to us as a issue, but just to attend the surgery incase there was one. Rep confirms that the issue has been resolved and the product was revised, not explanted, so there is no device to return.

Event description:
Manufacturing rep. Mentioned the extensions were tangled and a revision surgery was being performed to untangle them. No additional information available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.